Event description:
It was reported that the patient presented for ablation procedure. After procedure, the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). The false eri and eos (end of service) triggers are consistent with the use of ablation. Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current; battery is still normal and above eri.